Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative (rep) reporting that during implant, for chronic pain, the lead connection was checked. The 3rd electrode became an x which was reinserted several times, and when the lead was replaced with 8 to 15 and reconnected, the 11th electrode, in the same place, became an x. When the impedance was checked, all connections with the 3rd were 40,000 ohms or higher. A lead disconnection was suspected but the physician said that the lead was defective, so a new lead was opened, re-inserted, and then the connection was checked again. However, a similar event occurred. The 5th electrode became an x, so it was reinserted several times. There was a possibility that the physician bent the lead during the procedure. When the lead was replaced with 8 to 15 and reconnected, the 13th electrode, in the same place, became an x. Considering the possibility of the wireless external neurostimulator (wens), a new wens was displayed but it did not improve, so it was placed as it is. When the connection check was performed for a while, the part that was x was replaced with a green checkmark (no problems), and the impedance returned to the normal value. Subsequently, no problems were detected after repeated measurements, and even after connecting to the implantable neurostimulator (ins). No problems were detected with both the connection and impedance. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 07-oct-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that there was high impedance in the 4th electrode with the first lead. There was an impedance trouble in the 6th electrode during surgery. After surgery the impedance trouble disappeared.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.